Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported they received a defective battery for their loaner device. The battery would not charge. There were no report of patient involvement.